Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 172 mcg/day via an implanted pump. It was reported the patient¿s pump had gone empty for about a week or week and a half. It was noted the patient should have gotten refilled in (B)(6), but due to scheduling errors on the hcp¿s schedulers part, the patient did not come in for a refill until the date of this report. The patient had an increase in spasticity about a week ago. It was further reported it was reviewed the pump did not need to be primed since the drug was still in the catheter and inner pump tubing; however the hcp reported she had programmed a priming bolus of just the catheter volume that might already be complete. It was reviewed to stop the bolus if it was not complete. The hcp would consider doing a lumbar puncture if needed; however, it seemed like the patient was okay so they would keep monitoring the patient. It was noted the hcp had considered programming a therapeutic bolus anyways since the patient had been without drug since empty. The hcp would check programming and continue to monitor the patient as needed. The hcp was able to refill the pump with no issues on (B)(6) 2020. No further complications were reported.